Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they received failed battery test and hardware low level failures. Customer's blood glucose value was 100 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and self test. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No failed battery test noted during testing or in the pump trace download. Pump error 63 alarm confirmed in the pump history due to broken traces on keypad assembly.